Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 465mg/dl and had no delivery alarm. Customer states pump did not alarm during manual prime. Customer performed troubleshoot and found that drive support cap was normal, insulin exited at qr. Customer states that the issue was resolved by changing complete set. Customer also reports blood at site due to bent cannula. Insulin pump will not be return for analysis.